Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that several coils were successfully implanted in an aneurysm after a non mv stent was deployed. Another coil was deployed partially in the catheter and partially in the aneurysm when the physician decided to re-position the catheter, causing the coil to stretch. During removal, the coil detached from the pusher wire. An attempt was made to retrieve the coil with a snare device; however, was unsuccessful. The coil was successfully removed with a stent retriever. There was no reported patient injury. The patient was reported to be doing okay.